Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 10724m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca125 reagent list number 02k45, lot number 10724m500, was identified.

Event description:
The customer observed falsely elevated results while using the architect ca125 assay. The customer provided the following results: (B)(6) 2012: initial 143 u/ml, retest 146 u/ml. The patient had a lower result one year earlier: 48 u/ml. The customer indicated that the specimen was tested with another method and was lower. There was no adverse impact to patient management reported.